Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (dose, frequency, and route was not reported). On an unreported date, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the event. The action taken with dianeal, extraneal and physioneal was not reported. No additional information is available.